Event description:
It was reported that during an un-specified procedure, pre-dilatation was performed and the 2.5 x 23 mm promus stent delivery system (sds) was advanced, but could not cross to the lesion. A micro-catheter was placed, and another attempt was made to advance the sds, but resistance was met with the micro-catheter. After removal, it was observed that the stent was loose on the balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) noted blood on the balloon, stent implant, and shaft, which is consistent with advancement into the body. The reported loose stent implant was not confirmed, as the stent was stationary on the tightly folded balloon between the markers. Dimensional analysis found the tip length met manufacturing criteria. A bend noted in the hypotube was noted, however; this damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as mildly tortuous and moderately calcified, which likely contributed to the failure to cross. A micro-catheter was then placed, and another attempt was made to advance the sds, but resistance was met with the micro-catheter. The stent implant outer diameters were measured and met manufacturing criteria and there was no damage noted to the stent. The guiding catheter and micro catheter used during the procedure were not returned, which may have assisted in determining a cause of the reported difficulty. It is possible that an insufficient sized guiding catheter was used, which may have caused resistance between the multiple devices however, a conclusive cause cannot be determined. To assure that all products perform according to specification, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular. Reportedly, the promus sds was re-inserted after the initial attempt to cross. It should be noted that the promus instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. [Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or / and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. In this case, it is unknown if the re-insertion contributed to the reported difficulties. A review of the lot history record for the reported lot revealed no associated non-conforming material records. There is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.